Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the system displays a split image or no image on the monitor while doing fluoro or cine acquisition. No pt injury was reported.